Event description:
During surgery in 2005 a screw (10-575-pa-45) was identified as being only 40mm in length instead of 45 as it was etched. Screw was evaluated by pioneer and found to be misetched.

Event description:
During surgery in 05 a screw (10-575-pa-45) was identified as being only 40mm in length instead of 45 as it was etched. Screw was evaluated by pioneer and found to be misetched.